Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) previously removed due to urine leakage caused by urethral erosion. The physician does not believe the device contributed to the erosion, it was caused by the patient history of radiation that made the tissue frail. No device issues were reported. Seven months later a new aus device was implanted. There were no additional patient complications.